Event description:
It was reported to the toshiba customer service engineer that a pt with a shunt having a ferromagnetic dial was scanned. During the procedure, the dial rotated/moved. This was documented with x-rays that are routinely taken on this pt before the mr study and after the mr study.

Manufacturer narrative:
Method: an investigation is in the process of being performed. Results: results will be reported when the investigation is completed. Conclusions: no conclusion can be drawn until the investigation is completed. It was additionally reported that this pt has had previous MRI's without the shunt dial moving. The x-rays of the pt before and after have been received for review. Additionally, the dial was reset by the mr technician and no problems were reported.